Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted, and grasping was performed. However, while grasping, it observed the clip arms were not closing. The clip was inserted and retracted into the left atrium (la). While in the la, the clip only closed to approximately 70-80 degrees. Troubleshooting was performed, but during troubleshooting, it was observed the clip snapped shut. Due to the device issue, the physician decided to remove and replace the clip. It was noted during removal, the clip became caught on the tip of the steerable guide catheter (sgc). No damage was caused to the sgc and the physician stated the difficult removal was more than likely due to the clip not fully closing. Although not fully closed, the clip was removed without further issues and the physician decided to replace the sgc as well. Two clips were then successfully implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult to close clip and clip jumping were confirmed via device analysis. The reported difficult to remove cds from sgc and clip close inability were not confirmed via device analysis. Additionally, a bent threaded stud and actuator coupler were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip close inability, observed bent threaded stud, and bent actuator coupler were unable to be determined. The reported difficult to remove clip from sgc was due to procedural circumstances. The reported difficult to close clip and clip jumping appears to be related to the observed bent threaded stud and actuator coupler. There is no indication of a product quality issue with respect to manufacture, design, or labeling.